Manufacturer narrative:
This file has been reviewed, and all tasks associated with this complaint are completed. The device associated with this report was received and the fault reported by the technician was confirmed. The information has been added to the database for trending purposes, and trends will continue to be monitored.

Event description:
Medtronic received notification of a pulse oximeter with damage to outer case and a error code. During product analysis, it was found that the device does not give an audible alarm. No patient involvement was reported.